Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Although the cause cannot be determined, it may have occurred due to the following stress applied to the insertion site. · physical stress such as rubbing or bumping the insertion part ·chemical stress due to reprocessing outside of the IFU (reprocessing manual) recommendation ·stress caused by poor storage environment (direct sunlight, high temperatures, high humidity, x-rays, ultraviolet rays, etc.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope did not produce a image. It is unknown when the reported issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.